Manufacturer narrative:
The lead has not been returned as of this time. When the lead gets returned, it will be thoroughly analyzed and this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high threshold measurements and impedances had changed from 1000 ohms to 1840 ohms over the past six months. During the pacemaker replacement procedure, the lead was cut and a portion of the lead was abandoned in the patient. The proximal portion will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 12 cm from the terminal pin. Only the proximal segment was returned. Set screw marks were noted on the terminal pin and ring assembly and the outer insulation was visually damaged. Resistance testing was then completed on the lead segment returned. Measurements throughout this test were within normal limits. Detailed analysis confirmed the insulation was damaged through to the exposing conductor coils. The damage type is consistent with lead on lead contact. Analysis concluded this finding could have contributed to the clinical observations observed in the field.